Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on vad support and no further related issues have been reported. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 9 days. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient had had a bloody stool. A colonoscopy revealed ischemic colitis, and an unspecified amount of packed red blood cells (prcb) was transfused. The patient was discharged on (B)(6) 2015. The patient was admitted on (B)(6) 2015, with another occurrence of gastrointestinal bleeding (gi) and bloody stools. The patient was transfused with an unspecified amount of blood products, and was discharged on (B)(6) 2015. The patient had multiple episodes of gastrointestinal bleeding, and aspirin and coumadin were discontinued, and it was reported that the patient¿s hemoglobin stabilized. Coumadin and aspirin were never restarted, but on (B)(6) 2016, the patient again had bloody stools and was admitted with hemoglobin of 6.9 g/dl. The patient was diagnosed with arteriovenous malformations (avm) that were cauterized. On (B)(6) 2017, it was reported that the patient was readmitted due to bloody stools. An esophagogastroduodenoscopy negative; however, a colonoscopy revealed a lesion that was then clipped. On (B)(6) 2017, while still in-patient, another colonoscopy was conducted due to gi bleeding and a single bleeding lesion was clipped. On (B)(6) 2016, another avm was clipped, and on (B)(6) 2016, a previously clipped lesion was clipped a second time. No additional information was provided.